Event description:
The customer reported that images were missing following case. There is no report of patient injury.

Manufacturer narrative:
The in-house biomed reloaded the system software. The online service representative verified that the system was then operating as intended.